Event description:
The caller reported a shocking/jolting sensation, and pain from the implant down her left leg. This occurred with the device both on and off. The patient thought the lead may be broken, but she had no verification of this. She is scheduled to have implant removal on (B)(6). The patient was told by her doctor that if the leads are removed it may cause permanent nerve damage and pain and the lead may be left in. Additional information was requested.

Manufacturer narrative:
(B)(4)